Event description:
It was reported that when the surgeon used the device to harvest bone plug, he found that the plug was discolored. Surgeon cleaned the plug prior to inserting it into the pt. No pt injury has resulted.